Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional.

Event description:
New unity record created in order to update etq complaint number (B)(4). Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping and difficulty ambulating update 3/24/2017 - pfs and medical records received. After review of the medical records, in addition to what was previously reported, litigation also alleges pain, popping, stiffness, swelling, difficulty sleeping and walking, pain caused by metal ion release, scarring, inability to lift leg when entering car, hip feels like it may collapse, depression. Bilateral hips revised simultaneously for pain and elevated ions. Revising surgeon noted upon entering the fascia in both hips "significant scarring". No metallosis, pseudotumor, osteolysis, trunnionosis, or implant loosening identified in operative record. No metal ion labs available to corroborate reported metal ion elevations. Prod/lot updated and stems for both hips added to complaint. Elevated metal ions harm added to all products. The complaint was updated on: 4/12/2017. Doi: (B)(6) 2010 / dor: (B)(6) 2015 (left hip). Update ad 30 apr 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets record. In addition in what was previous alleged. Ppf alleges high metal ions. Added lawyer. However ,there was no laboratory values for metal doi: (B)(6) 2010 / dor: (B)(6) 2015 (left hip).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified and no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4).